Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: the needle broke in half and an x-ray was used to find the needle. It was found and removed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes.